Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) displayed an alert for smart pass disabled. Episode s-ECG suggests smart pass disabled due to 7 contiguous low-amplitude detections less than 0.25mv and 5 contiguous interval measurements where 2 of 5 intervals were greater than 1.4 seconds. Additionally, an alert was triggered for an untreated episode. Episode s-ECG shows false arrhythmia detection due to t-wave oversensing. Smart charge extension by 0.82 seconds (5 intervals). Remaining device longevity is 90 percent and system impedance is 75 ohms. It was noted that the alerts and transmission were delayed as the received alerts were from last year. The device remains in service and no adverse patient effects were reported.